Event description:
Boston scientific received info that this right atrial lead was displaying loss of capture. Further investigation found the lead to be dislodged. As a result, the physician attempted to reposition the lead, but tissue was trapped in the helix so the lead was removed and a new lead was implanted. No additional adverse pt effects were reported.